Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a no input detected error message. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: repl kit 9735672 cmos battery h3) onsite functional and visual examination was performed by a manufacturer representative. The repl kit 9735672 cmos battery was reset and replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.